Event description:
The pump was reported to be infusing dopamine during an overnight renal "profusion." The pump was reported to not infuse and no alarms sounded. The pump involved in this incident was not able to be identified and no additional details are known. No pt injury was reported.